Manufacturer narrative:
The ventilator was investigated on site and the expiratory valve coil was replaced in the servo-I. The replaced part was returned for investigation. The investigation revealed that the retuned expiratory valve coil passed all tests without any discrepancy when they were connected to a test ventilator. Visual inspection revealed that the cables insulation of the expiratory valve coil was found damaged and the metal was exposed. This was probably due to that the cables to the coils were moved and squeezed with the front cover. The received device logs confirmed the reported failure in 2021-06-11. The conclusion is that the reported failure could not be reproduced during our investigation. However, the damaged insulation of the cables could cause the reported problem if the metal of the cables comes in contact with each other or with the front cover of the ventilator

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator did not pass pre-use check due to multiple fails. There was no patient involvement. Manufacturer ref.#: (B)(4).